Manufacturer narrative:
(B)(4). Batch # unk. Date of event it 2019. Event day and event month were not provided. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified.

Event description:
It was reported that during a small bowel resection there was a stapler malfunction and wouldn't open post-firing. The device did deliver staples in the proper b-formation and the surgeon believes the device would not open properly once staples deployed in tissue after trying to open/remove device. It is unknown how the procedure was completed. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5ce6e. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with one gst60b cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.